Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. Additional information was received indicating that the patient's device was evaluated; however, no cause was conclusively determined. The patient will be monitored through routine follow-up. This system remains in service. No adverse patient effects were reported.